Event description:
It was reported that during an unk procedure, the device would not fire during the initial firing. Another like device was used to complete the case without pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was rec'd with the clamping mechanisms damaged and with a cartridge loaded in the device. The cartridge was rec'd fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.